Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left lower lung nodule resection procedure, while detaching lung tissue, the surgeon was able to press the green button and squeeze the handle, but two reloads and the handle were difficult to fire resulting for the staples to burst and ultimately not firing properly. Another handle was used together with a third reload to resolve the issue and complete the procedure. There was no patient injury.